Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition, xience xpedition sv and xience xpedition ll, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous, de novo left anterior descending artery that was 90% stenosed. The 3.50x38mm xience xpedition stent was deployed then an edge dissection was observed. A xience xpedition stent was deployed to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.